Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his infusion set would not remain stuck to his body. The patient's blood glucose at the time of incident was 512 mg/dl. The patient treated via manual insulin injection. Troubleshooting was declined for the high blood glucose; the customer was instead advised on proper taping technique and tape usage. The insulin pump was not returned or replaced. Three infusion sets will be returned and two replacement infusion sets and three tape kits will be shipped to the customer.